Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the act button on the insulin pump was not working. The customer's blood glucose level was 150 mg/dl. The customer reported that time clock was advancing for one minute. The insulin pump will be returned for analysis.